Event description:
It was reported the emts noticed a "hot smell" in the ambulance. During their search for an issue they found the ez-io driver was melting in the case. The unit was stored in the yellow case with the trigger guard on. There was no patient involvement.

Manufacturer narrative:
(B)(4).